Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that when the robotic assisted saw handpiece device was attached to the right robotic assisted saw assembly saw interface (sasi) for the right knee, there was excessive movement of the saw handpiece device. It was reported that they were able to complete the procedure by resetting the robot at each cut angle. It was reported that following the surgery, they installed the left sasi and attached the saw handpiece and it did not have excessive movement. It was reported that there were no delays in the surgical procedure and no negative impact to the patient was reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted saw handpiece device, (B)(6) 2022. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the actual device was not returned for evaluation, however, a video was provided. Review of the video confirms that the sasi was loose when connected to the saw handpiece. The assignable root cause could not be determined. A manufacturing record evaluation was performed for the finished device and no non-conformance related to the reported failure were found. The issue related to the loose connection has been escalated to a CAPA. The evaluation is closed at this time. Should the device be returned or additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the complaint could be confirmed. The assignable root cause could not be established. The reported condition of connection issue is being addressed through CAPA. A manufacturing record evaluation was performed for the finished device no non-conformance related to the reported event was found.